Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan "leakage was confirmed." "During infusion, leakage from the connection part was confirmed. Probable batch: 20n04g8371/20a18g8371/20f29g8371. The used actual sample is not available. Unused samples from 3 probable batches (total 61 pieces) are available: 20n04g8371: 50pieces 20a18g8371: 8 pieces 20f29g8371: 3 pieces."